Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information received from the site indicated that the patient experienced chest pain, and thrombus was suspected. Log file analysis revealed consistent increases in power consumption to parameters above the normal operating range within the analyzed period; however, no high watt alarms were recorded within the analyzed period. Additionally, on-site inspection and visual evidence provided by the site revealed discoloration of the driveline outer sheath. In addition, the strain relief was detached from the connector and there was found to be damage to the outer sheath at the location of the strain relief separation. As a result the reported discoloration and strain relief damage events were confirmed. A driveline strain relief repair was performed to mitigate the reported event and the device remains in use. No fluid was observed in the driveline. As a result the reported fluid in the driveline event could not be confirmed; however, it is possible that the discoloration may have been perceived as fluid in the driveline. Of note, it was reported that the discoloration was likely caused by a new shirt that the patient was wearing. Based on the available information, a possible root cause of the driveline discoloration event can be attributed to the handling of the device. A possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling of the driveline cable and/or manufacturing or design issues. CAPA pr00452535 is investigating detached driveline strain reliefs from the connector. A possible root cause of the driveline outer sheath damage may be attributed, but not limited, to wear and or the handling of the device. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of device thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had active chest pain and there was a concern for ingestion or thrombus. There appeared to be suspected fluid/blood in the driveline cable. The driveline was discolored from the exit site to the strain relief connector with a dark maroon color. The discoloration was thought to be the silicone lubricant that is between the inner and outer driveline cover. When evaluating the driveline for fluid it was noticed that the strain relief connection where the driveline plugs into the controller had been pulled out from the back of the connection. A driveline strain relief repair was performed in an inpatient setting. Visual inspection did not confirm fluid in the driveline. Manipulation and massaging did not show visible movement of fluid or color. The driveline was intact with no visible breaks from the exit site to strain relief. There was a break in the outer sheath visible at the connector junction where the strain relief was retracted. It was also reported that the patient suspects decolorization was from wearing a newly obtained shirt at the time and it discolored the exit site bandage as well. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.